Manufacturer narrative:
A full analysis of the data logs has been performed and this analysis concluded that the export of the patient folder failed because the overwrite function does not permit to erase read only files. The issue happens if a patient folder with the same name already exists in the intermediate folder or in the usb. The issue experienced will be addressed through the continuous improvement of our product in the preventative maintenance. Nique identifier (UDI) #: unknown.

Event description:
After loading the patient folder from the laptop to the rosa and after making a few modifications to trajectories, the clinical representative (cr) tried to export the patient folder onto the same flash drive, and that¿s when an error 'unable to export patient folder' popped up. Cr had to manually copy patient folder from maintenance side onto the flash drive and open it on the laptop.